Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Device failed homechoice return instrument test/evaluation (rite) functional testing for unrelated issues. The device passed rite testing pertaining to volumetric accuracy and temperature functional performance; the device was found to meet specifications. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:53. During night drain cycle four, the patient drained 3999ml, with a maximum programed fill volume of 2400ml. No additional information is available.